Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device would cut but stapled partially. On the first firing, the stapler was stuck. It stapled and cut only 2 cm of tissues. The jaws could be reopened and the stapler could be removed without injuring the tissues. Another similar device was used successfully. There were no adverse consequences for the patient. (B)(6).